Manufacturer narrative:
D4 UDI revised.

Manufacturer narrative:
D4 revised.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 76 year-old female with medical history including chronic subacute pulmonary embolism, end-stage renal disease on hemodialysis, and prior hemorrhagic cerebrovascular accident, presented to the emergency department with three weeks of pain radiating from the left upper back to the left upper chest that had recently worsened. She was diagnosed with cardiogenic shock. Her coronary angiography demonstrated critical left main coronary artery disease involving a trifurcation. The clinical decision was made to implant an impella cp for hemodynamic support and to obtain a coronary artery bypass grafting consultation. The impella device was successfully implanted, and the patient was transferred to the intensive care unit. Cardiac surgery subsequently declined surgical intervention, and the patient was scheduled to undergo percutaneous coronary intervention. The following day, prior to the scheduled procedure, the patient experienced cardiac arrest. Return of spontaneous circulation was achieved, and the patient was found to be in a junctional rhythm with ectopic activity. She subsequently developed ventricular tachycardia and received three defibrillation shocks before progressing to asystole. Additional resuscitation efforts were unsuccessful. After discussion with the family, resuscitative efforts were stopped, and the patient died. While the pump is conservatively coded for the complications and death, they were more likely due to the patient¿s underlying shock and medical problems. No device malfunction was reported, and all device-related decisions were based on the patient¿s clinical condition and response to therapy.

Manufacturer narrative:
Corrected information was provided in d1 (brand name). H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The root cause of the injury was unable to be determined due to insufficient clinical details.